Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that a dry acid 132 gallon mixer was not filling in dissolution or rinse mode. During troubleshooting the biomed discovered that the fill valve was melted, however the cable was still intact. The biomed replaced the fill valve which did not immediately resolve the issue. The biomed then borrowed a control board from a different mixer and replaced that, and this resolved the problem. Upon follow-up, it was confirmed that the mixer was experiencing filling issues and subsequent thermal damage was found on the fill valve. The biomed stated the fill valve looked burnt and melted, and a burning smell was noticed. The biomed also noticed some smoke coming from the mixer. They confirmed resolving the reported issue by replacing both the fill valve and the control board. There was no visible damage on the control board or any other components. The biomed stated the mixer is in a room with high humidity and wondered if this could have contributed to the reported issue. Despite reports of smoke, the smoke detector did not go off. It was confirmed that no treatments were impacted due to the reported events; there was no patient involvement. Both replaced parts were reported to be available for manufacturer evaluation. No photos were provided for review.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that a dry acid 132 gallon mixer was not filling in dissolution or rinse mode. During troubleshooting the biomed discovered that the fill valve was melted, however the cable was still intact. The biomed replaced the fill valve which did not immediately resolve the issue. The biomed then borrowed a control board from a different mixer and replaced that, and this resolved the problem. Upon follow-up, it was confirmed that the mixer was experiencing filling issues and subsequent thermal damage was found on the fill valve. The biomed stated the fill valve looked burnt and melted, and a burning smell was noticed. The biomed also noticed some smoke coming from the mixer. They confirmed resolving the reported issue by replacing both the fill valve and the control board. There was no visible damage on the control board or any other components. The biomed stated the mixer is in a room with high humidity and wondered if this could have contributed to the reported issue. Despite reports of smoke, the smoke detector did not go off. It was confirmed that no treatments were impacted due to the reported events; there was no patient involvement. Both replaced parts were reported to be available for manufacturer evaluation. No photos were provided for review.